Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -6.0/+2.5/150 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
The lens was returned dry in case/vial; visual inspection found spot on surface; measurement within specifications. (B)(4).